Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic totally extraperitoneal bilateral inguinal hernia repair, the balloon was being blown up pulled on what the surgeon felt was scarred tissue or weak bladder tissue and the bladder was torn and the surgeon believed that this did not occur due to the product problem. The balloon popped. There was a tear to the bladder due to scarred or weak bladder tissue. The surgery was extended 30 minutes or more due to product problem. They needed to repair the bladder and was not able to then use mesh and repair the inguinal hernia. The surgery was extended 30 minutes or more due to product problem. The patient had extended hospitalization overnight to make sure everything is ok.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the balloon was broken. The trocar, cannula obturator, valve seal and doors appeared intact. The insufflation bulb was not received. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the broken balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.